Event description:
It was reported that a user in the second week of pump use experienced hyperglycemia after breakfast, with a blood glucose of 273 mg/dl despite consistent meal timing and spacing, and no alerts or alarms reported. Symptoms included no perceived adverse symptoms associated with the elevated glucose. Outcomes included no medical intervention, no hospitalization, and the user sought educational guidance via the clinical support line. Investigation included complaint intake, user coaching on troubleshooting and education, and assessment for device alerts or alarms. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient evidence of device failure or user error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.